Event description:
The pt reported that her infusion sets would leak at the headset connection. She stated that the infusion set would last 1 to 2 days before the leaking would occur. The pt would immediately change her infusion set when she felt insulin on her skin to resolve the issue. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Replacement product is being sent to the pt. Product has been requested for return to be evaluated.